Event description:
The customer reported that the back label was coming off. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a detached end cap.